Manufacturer narrative:
The subject device was received and evaluated. Device inspection and evaluation, service repair noted leak between c-cover and c-body was observed. Corrosion on the d/e (distal end) control body was found. Insertion tube buckles near boot was determined. The k-lever and forceps found with corrosion and discoloration. Device evaluation findings confirmed the customer issue, as restriction on elevator due to corrosion on c-body was observed during inspection. Investigation is ongoing. This report will be supplemented accordingly following investigation .

Event description:
It was reported that the device elevator does not move up and down. The issue found during an unknown event. There was no patient harm or injury reported due to the event. No user injury reported.

Manufacturer narrative:
This supplemental report is to inform that upon clarification, the device does not move up at all, this is not a reportable malfunction. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.